Event description:
The distal portion of the patient's catheter was removed in 2008, (see manufacturer's report # 3004209178-2009-01617). When they went to replace the catheter the following month, they found the remaining portion of the catheter in the pump pocket site. The patient stated that when the physician opened the pump pocket, they found a staph infection; the infection was confined to pump pocket. It was unclear if the pump and catheter were explanted at this time. The patient stated that she was reimplanted with a new pump in 2009, on the opposite side of body and so far had had no complications. The medication being delivered via the device system was not reported.

Manufacturer narrative:
Catheter.